Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h, h4, h6, h10, h11. Corrected fields: d4, d10. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issue, the fse calibrated the blood pressure gain. The fse performed all functional and safety checks to meet factory specifications.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pressure not showing properly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.